Manufacturer narrative:
All efforts to attain additional information have been without avail. If new information is received in the future, an amended report will be submitted.

Manufacturer narrative:
Following the receipt of new information, this report will be further updated.

Event description:
Boston scientific received information that the patient with this lead exhibited with a fast ventricular rhythm as the result of noise on the pace/sense channel. Manipulations with the associated device failed to reproduce the observed issues; however, it was reported that pacing inhibition of greater than 2 seconds was observed and that the patient had a diagnosis of third degree heart block. While no additional adverse effects were reported the patient was hospitalized for an immediate lead revision, as a subclavian crush was suspected.

Event description:
--